Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419488, implanted: (B)(6) 2008; product ID: 5076-45, implanted: (B)(6) 2003; product ID: 7120 competitor lead, implanted (B)(6) 2008. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the (B)(6) funeral and cremation services with a request for analysis. Information identified in the paperwork and online obituary indicated the patient died approximately eight months post implant of the crt-d. The cause of death was reported as ventricular fibrillation arrest. It was also reported that the device failed to terminate the arrhythmia with evidence of oversensing and undersensing.